Event description:
It was reported from a cord blood processing facility that when a technician was trying to dislodge a clot in the spike component of the device, the technician started to strip the tubing attached to the spike port, and the tubing slipped out of the spike, which caused a leak of plasma only. The technician did not believe she had exerted an unreasonable force on the tubing.

Event description:
Boston scientific crm received information that during the elective procedure to replace this patient's pacemaker, this chronic ventricular lead came apart between the electrode ring and terminal pin during the tug test. Therefore, the lead was removed from the header and testing was performed.

Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.